Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 63-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient developed oozing and hematoma at the impella access site. The oozing was addressed, and manual pressure was applied to press out the hematoma. Additionally, when the patient was being pulled up in the bed, the catheter was caught on the foot board, which caused the blue suture hub to disconnect from the reposition sheath. Therefore, the reposition sheath was pulled out of the arteriotomy and the impella was pulled into aorta. To address this issue, the impella device was explanted at the bedside and patient remains hemodynamically stable.

Manufacturer narrative:
The investigation for the access site bleed and the positioning issues has been completed. No product was returned for analysis. The clinical details stated that the catheter got caught on the bed and pulled the impella into the aorta. Based on the clinical details the root cause of the positioning issues is most likely due to patient movement. The root cause of the access site bleeding cannot be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added-d6a/d6b f6/f8 should have been left blank.